Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. (B)(4) call on behalf of patient. Customer states that she feels tired and irritable. Customer does not require medical attention. Customer's expected blood results are 200-300mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 322mg/dl and 312mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood results. (B)(6) call on behalf of patient. Customer states that she feels tired and irritable. Customer does not require medical attention. Customer's expected blood results are 200-300 mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 322 mg/dl and 312 mg/dl fasting. Reviewed meter memory: 1: 300 mg/dl (B)(6) 2015 07:00:00 am fasting: yes, 2: 215 mg/dl (B)(6) 2015 06:30:00 pm fasting: yes, 3: 426 mg/dl (B)(6) 2015 06:00:00 pm fasting: yes, 4: 276 mg/dl (B)(6) 2015 08:00:00 fasting: yes, 5: 344 mg/dl (B)(6) 2015 11:30:00 am fasting: yes. No adverse event reported.